Manufacturer narrative:
(B)(4). Attempts to obtain patient weight have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. Further information provided, the ivus catheter entered the patient once. When going back in to perform ivus on the left system, the catheter became stuck on the wire outside of the body. The device was not used for a second run. All portions of the device appeared to be accounted for when removed from the patient, no damage was observed after removal from patient. The procedure was completed with another of the same make and model of the manufacturers devices. No tests/laboratory data was available. No information was available. Implant and explant dates: this "blank" is not an omission. The implant or explant dates are not applicable to this device. The device was visually and microscopically inspected. The catheter was returned stuck on a third party guide wire. The inner member was bunched. All portions of the device were accounted for. The probable cause of the failure is damage during use, as evidenced by the bunched inner member. It could not be conclusively determined when or how the cause of the failure occurred.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a case the manufacture's device became stuck on the wire. The physician was able to perform the rca (right coronary artery) imaging. He was working over a .014 bmw guidewire. During the attempt to perform ivus on the left system, the manufacture's device became stuck on the guidewire. The guidewire & ivus catheter were removed and a new ivus catheter was opened. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis. This event is being reported because the device was removed as a system.